Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received a blood glucose reading of 191 mg/dl. Customer had hypoglycemic symptoms and began to continuously tremble. Customer arrived at the hospital within 30 minutes and was treated with serum and oxygen; blood glucose level was 50 mg/dl by lab draw. Customer's feelings did not match reading. Requested return of the alleged device for evaluation.